Event description:
The pt was admitted into the hosp in 2007 for a previous q-wave myocardial infarction. Angiography revealed two-vessel disease. The first lesion was a 95% stenosed, native, de novo, readily accessible, smooth, concentric, mildly calcified, type b1 circumflex with greater than 45 degree and less than 90 degree of angulation. The reference vessel diameter and lesion length was 3mm and 25mm, respectively. The lesion was pre-dilated at 10 atm and a 3.0 x 33mm cypher select plus stent was implanted at 10 atm. The lesion was post-dilated at 16 atm. However, the cypher caused a type b dissection. A 3.0 x 13mm cypher select plus stent was then implanted at 10 atm to treat the dissection, however, this stent also caused a type b dissection. Finally, the dissection was treated with a 2.5 x 13mm cypher select plus implanted at 10 atm. Post procedure stenosis was 0%. All three stents were overlapping. The second lesion was a native, de novo, readily accessible, irregular, eccentric, mildly calcified, type c, totally occluded proximal left anterior descending. The reference vessel diameter and lesion length was 3mm and 50mm, respectively. The lesion was pre-dilated at 16 atm and two stents were implanted; a 3.0 x 23mm cypher select plus at 16 atm and a 2.5 x 33mm cypher select plus at 12 atm. Post procedure stenosis was 0%. Both stents were overlapping. Pre-procedure medications included: aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. Intra-procedure medications included: aspirin, clopidogrel, and heparin. Post-procedure medications included: aspirin, clopidogrel, statins, ace inhibitors and beta-blockers.

Manufacturer narrative:
Please note: this device is distributed outside the united states; however, it is similar to the drug eluting stents distributed in the united states. This is one of two medwatches associated with this adverse event. The following are the mfg numbers: 9616099-2007-01263 and 9616099-2007-01264.